Manufacturer narrative:
The provider handled the repairs in the field. The provider disposed of the old parts after the repairs were completed. The unit is working properly.

Event description:
Alleges joystick problems, the chair doesn't drive right, and consumer fell out of device and broke hip.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges joystick problems, the chair doesn't drive right, and consumer fell out of device and broke hip.